Event description:
Caller states the trach has been in use for 2 weeks and is leaking at night. The caller requested a replacement. A replacement was sent to the customer and extubation and recannulation of the replacement tube was required. The customer confirmed that the tube was replaced with no further incident.